Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-32283. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the germany. It was reported that the patient was addmitted to emergency room due to high blood glucose level.the event occurred with three catheters in a row. Blood glucose level reported during the event was 430 mg/dl. The patient was treated with insulin via pump. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.